Event description:
It was reported that the pump touchscreen was not responding to touch inputs in the intended manner or location. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.